Event description:
Reporting status: death. Reporting rationale: pulmonary edema and cardiac arrest resulting in subsequential patient death. Device issue: no device malfunction has been reported. It was reported via study that a patient died after presenting pulmonary edema and cardiac arrest. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that death, as noted in the xience v instructions for use, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Additionally, death, cardiac arrest, and effusion is listed in the risk assessment matrix as no-fault post-procedure complications. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.